Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump powered up properly after battery installation. The insulin pump passed the reset error test and the displacement test with no error alarm. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube window and lip, a cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad and that the numbers started scrolling uncontrollably on the display screen during a bolus attempt. The blood glucose reading was 160 mg/dl. The customer noted that she did work out with the insulin pump on and may have exposed the device to sweat in the process. An alarm also occurred upon replacement of the battery, which did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.